Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID: {non-medtronic balloon aortic valvuloplasty}; product lot/serial number {unknown}; product type: {balloon aortic valvulop lasty}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, the valve was under-expanded at an implant depth of 4 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). In result, a post-implant balloon aortic valvuloplasty (bav) was performed while the patient was rapid paced. Subsequently, the valve dislodged to an implant depth of -10 mm above the sinotubular junction (stj) on the ncc and -10 mm above the stj on the lcc. The valve was explanted. It was noted that a 3 hour procedural delay occurred as a result of the under-expansion and dislodgement, resulting in prolonged hospitalization. Per the physician, the temporary pacemaker used during the bav did not capture the expansion of the balloon, causing dislodgement of the valve.